Event description:
On (B)(6) 2025, the user reported experiencing hypoglycemia with blood glucose (bg) reading ¿low¿ (~40 mg/dl) on the ilet after an extended high (278 mg/dl) the previous evening. The ilet alerted the user, who treated with orange juice, and bg returned to range. No medical intervention or long-term effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.